Event description:
Complaint alleges: the applier cut the left internal mammary artery. No pt injury reported.

Manufacturer narrative:
Device sample received by MFR, but investigation is still underway at time of this report.